Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation procedure, the print on the orange part of the needle tube was reversed and the device cooling water did not flow back well. They used another like device to complete the procedure. There was no patient injury.